Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 33 mg/ml at an unknown dose rate and clonidine with concentration 433 mcg/ml at an unknown dose rate via an implantable pump for spinal pain. It was initially reported on (B)(6) 2018 that the patient had a pump fill this morning ((B)(6) 2018). The patient went to his car and started to feel lethargic. Emergency medical services (ems) was called and the patient was taken to the hospital. Regarding the recent fill; a nurse practitioner (np) at clinic stated that she used ultrasound and had not suspected a pocket fill. The np also stated she did everything as typical and did not note anything unusual about the fill. Changing dose or concentration was denied. The event occurred during normal use. The hospital called (B)(6) at 4:30 pm to turn pump to a minimum rate as per a physician at the hospital. The physician set the pump to a minimum rate. The patient was with injury at the time of the report regarding fatigue and confusion. No surgical intervention occurred, and no surgical intervention was planned. The issue was resolved at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history and weight were noted as having been requested but would not be made available. It was indicated the hcp had no further information. On (B)(6) 2018 a consumer further reported that a pocket fill occurred. The patient had their pump refilled and he was overdosed and by the time he walked to his car he didn't feel good. The patient felt strange and felt like he was off balance. The patient had passed out in his car and the paramedics were called. The patient was 2 to 3 days in critical care and it was noted as being a miracle that the patient was alive and survived the whole deal. It was noted that the physician checked the pump and told the patient he must have had a pocket fill because the pump had no medicine in it. It was further stated that the physician told the patient it more than likely was a pocket fill. The patient wanted to know if the pump was safe and if there were any recalls on the pump. It was noted that the patient was scheduled to see a physician and they were going to do a dye study to verify the catheter was functioning at it should and verify the pump was working as it should. The pump was currently administering the following medications: clonidine with concentration 444.0 mcg/ml at a dose rate of 2.73 mcg/day and dilaudid with concentration 30 mg/ml at a dose rate of 0.184 mg/day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.